Event description:
The customer's mother reported the insulin pump had a frozen screen with unresponsive buttons. The mother also reported a button error alarm. Troubleshooting was performed but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.